Manufacturer narrative:
A complete lead was returned for analysis. Visual examination of the lead found the helix retracted and covered with blood / tissue. After cleaning and applying torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured within specification. The reported event of failure to capture was confirmed. Visual analysis found an external insulation abrasion breaching the outer insulation and exposing the outer coil consistent with friction to the device can located proximal to the suture sleeve tie impressions. All other damages found are consistent with procedural damage.

Event description:
It was reported that increased rv threshold/loss of capture were noted. Patient advised that she had a recent shoulder surgery and that onset of symptoms occurred post procedure. It was observed that the lead did appear to be partially wrapped around the device, possible twiddler. The lead was extracted and replaced. The patient was stable before, during and post procedure and discharged the same day.